Event description:
It was reported to philips that system's suite computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system's suite computer was unable to boot, preventing a full system boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system log file remotely and found the issue to be software related and requested on-site support. The philips field service engineer (fse) checked the system on-site and attempted a full software reload, which was allowed to run overnight, but the system continued to exhibit boot issues, and no video output was observed on the review screen. On further troubleshooting, fse revealed a defective displayport transceiver on the thx34 board. To resolve the issue, the fse replaced the faulty adapter with a backup unit as a temporary workaround, then completed the software reload, restored the system from backup, and uploaded new license keys for the replacement pc and the suite pc was replaced. The defective part was sent for analysis, for transceiver failure was observed, and the failure was found to be electrical defect and for suite pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.